Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed since there was no defect found on the angulation control lever. In addition to the damage on the bending tube, additional evaluation findings were as follows: the control unit had discoloration, there was water leakage due to a dent on the distal end, the acoustic lens was damaged, the distal end had a dent, and the adhesive on the bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis eus ultrasound bronchofibervideoscope, the control lever did not work. The device was returned and evaluated, and upon estimation it was observed the bending section could not be controlled at all due to corrosion on the bending tube (metal mesh). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling at the facility. The event can be detected/prevented by following the instructions for use which state: "do not hit, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the tip of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. Damage to the endoscope can result in patient injury, burns, bleeding, and/or perforation. Also, parts of the endoscope can fall out inside the patient." Olympus will continue to monitor field performance for this device.